Event description:
Ous MDR - during removal of the protection sheath in the preparation phase the stent dislodged from balloon and remained in the sheath. The orsiro drug eluting stent was not used in patient.

Manufacturer narrative:
The returned stent and stent protector were subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The dislodged stent was returned on the transportation wire inside the protective cover and could easily be removed. The stent is deformed on several locations over its entire length. Inspections of the stent protector did not reveal any irregularities. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The deformation of the stent most likely occurred during an improper removal of the stent protector. Grabbing the protector in the stent area during removal can cause a stent dislodgement.